Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Customer charged pump daily and does use continuous glucose monitor with the pump. There was no reported impact to customer's blood glucose. Although additional information was requested by tandem technical support, customer did not reply.